Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address discomfort.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address discomfort. Doi: (B)(6) 2008; dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: (expiration date), (patient, device).

Event description:
Update aug 8, 2017: litigation records received. In addition to what was previously reported, litigation alleges friction and wear caused toxic metal ions, pain, and inflammation. Stem has been added due to alleged toxic metal ions. This complaint was updated on aug 18, 2017

Event description:
Pfs and medical records received. In addition to what was previously alleged, pfs alleges loss of muscle and tissue around the joint and loss of range of motion and mobility. After review of medical records for the MDR reportability,patient was revised to address pain. Revision notes reported of metal on metal changes and pseudotumor. Operative findings reported of metallosis. Surgical pathology reported of dark gray pigmented macrophages and chronic inflammation. MRI reported of periprosthetic osteolysis. Laboratory result for cobalt metal ion was above 7ppb.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.